Event description:
Device malfunction: device stuck. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure using a starclose device after an unspecified procedure. The device reportedly got stuck in the pt; however, it was removed using counter-tension. Hemostasis was achieved using manual compression. There was scar tissue at the closure site. No pt injury or adverse effects were reported. No add'l info available.